Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feels self-diagnostic test which is not painful but uncomfortable. Also, patient was not happy with the physician and stated that the enzyme for heart attack was so high, and the heart died while waiting. Boston scientific technical services (ts) referred patient to physician and suggested to turn off right ventricular automatic threshold (rvat) that is causing the test. Ts discussed about the different types of daily measurements that can be on in a device, amplitude, impedance and threshold tests. Additional information indicated that experienced "zapped". Patient is worried about when pressing the heart button on communicator it may damage the device or may give shock. Ts explained to push the button as directed by the physician. Ts referred patient to physician. This device remains in service. No adverse patient effects were reported.